Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. All dhrs are reviewed for accuracy prior to product release. One photo was provided by the customer. The picture showed a clinician introducing the guide wire through the inside the catheter. In this image a problem with the guide wire could not be observed. One sample was received for analysis and investigation. In order to confirm the reported condition, the guide wire was passed through both extensions. The guide wire easily passed through the arterial extension, however did not pass through the hub of the venous lumen. The catheter was cut, and it was observed that one of the lumens was smaller than the other which prevented the guide wire passing through it. The event reported was confirmed. The evidence provided is enough to relate this event to the manufacturing operations. The venous channel of the hub was found occluded due to an excess of solvent used to bond the components during assembly. A corrective and preventative action (CAPA) was previously opened to address this issue. The actions of this CAPA included a modification of the procedure to include a better description of the necessary steps to perform a correct assembly of the hub-cannula union, perform an engineering study to determine the functionality of the mandril on the product after solvent bonding application and implement the mandril in the procedure. The manufacturing date of the lot involved is before the implementation of the actions of this CAPA. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device¿s guide wire was not working at the time of insertion. However, when the sample was received for evaluation it was found to be partially occluded.